Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator was unable to be powered up. In addition, the ac power plug was found to be broken, and no error logs were able to be obtained. No repairs will be performed as the device will be scrapped.